Event description:
Baxter china reports a transfer set with a clamp that cannot close and resulted in a solution leak. Noted during use. The transfer set was 3 weeks old. No pt injury or medical intervention reported.